Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one extended opening, dark ring and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening crease sharp, stress marks and wear abrasion. Based on the device analysis the final assessment is: one opening crease sharp in the side radius assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.6., d.6a.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.